Event description:
After the surgeon positioned one undetached coil (details unknown) in the aneurysm, then deployed an enterprise 14 (enc451412/lot unknown) radiography indicated that blood leaked from the artery bifurcation and hematoma occurred three days after surgery. The prowler 14 microcatheter (details unknown) and the prowler select plus microcatheter (606s255x/15936317) were used in the procedure. The prowler 14 microcatheter was placed in the aneurysm and the prowler select plus was placed in the right m2 section of the middle cerebral artery. The surgeon suspected that the vessel was ¿pricked¿ by the marker on the stent. The surgeon also noted that the marker seemed to be longer than other markers and also suspected whether the marker was broken. The patient is in stable condition at the time of the complaint. The sales rep confirmed that the stent was advanced without any friction and the physician operated in ¿good practice.¿

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is report 3 of 3 related to (B)(4).

Manufacturer narrative:
After further review of information, the event does not meet criteria for medwatch reporting. Therefore, please note that no further information will be forthcoming for this report. The prowler 14 was not related to the arterial rupture since as reported this was placed in the aneurysm and would not have been advanced to the more distal area of the perforation. Four images were received, including a baseline angiography of a mca aneurysm, image with a coil in the aneurysm, enterprise delivery wire in the m2 with extravasation seen at the bifurcation area, image with enterprise delivery wire in place & arrow indicating presence of reported extravascular distal marker of the enterprise. Based on the images, there is no indication that the prowler 14 contributed to the vessel damage.